Manufacturer narrative:
It was reported that the battery would rapidly discharge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files were not available for analysis. Failure analysis of the returned device revealed that the unit passed visual examination but failed functional testing due high cycle count. The most likely root cause of high cycle count can be attributed to a memory corruption of the integrated circuit (ic) caused by a communication error. An internal investigation has been opened to evaluate the communication errors. However, this is an additional observation not related to the reported event. The battery was able to discharge as expected when in use. As a result, the reported event of power consumption issue could not be confirmed during bench testing. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available always. Also, stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was seen in the clinic and stated that the battery issued was not holding a charge. Battery was replaced with new battery. No additional information available